Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had blood glucose of 46 mg/dl on (B)(6) 2016. The caller stated that the customer passed away on (B)(6) 2016 while having dialysis; the customer had a massive heart attack. The cause of death was sudden cardiorespiratory failure, copd, systolic heart failure (heart attach), end stage renal disease (kidney failure). The caller stated that the customer's both legs were amputated; he was supposed to start rehabilitation on the 9th, but passed away on the 8th. The customer's blood glucose at the time of death was 171 mg/dl. The customer was wearing the insulin pump. The customer was not using sensors. The caller did not have the insulin pump at the time of the phone call; hence the device information could not be verified. The insulin pump information used on this medwatch report is the last known insulin pump to have been issued to the customer. The insulin pump will not be returned for analysis.